Event description:
The customer reported the system displayed cine errors and the cine function was not available. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and reformatted the cine drive. The system operates as intended.